Event description:
The pt was admitted for an elective coronary angiogram. The target lesion was the proximal and distal left anterior descending. The lesion was a de-novo, eccentric and calcified lesion. Aha/acc classification of the vessel was a type c. The target lesion was pre-dilated with a balloon (2.25/15mm) at 10 amt for 40 seconds. A cypher stent was implanted at 12 atm for 40 seconds at the distal left anterior descending. A 2nd cypher stent (2.5/23mm) was implanted at 12 atm for 40 seconds proximal to the 1st cypher stent overlapping it. A 3rd cypher stent (2.5/18mm) was implanted at 14 atm for 40 seconds proximal to the 2nd cypher overlapping it. Post-dilation was not conducted. Ivus was not conducted. Timi flow before the procedure was a 3 and 3 after the procedure. The residual of stenosis after the procedure was 0%. Act was not measured.